Event description:
Adverse event (ae): stent occlusion. Time of ae: post procedure. Device issue: none. It was reported via trial that one day post successful stent implantation in the left internal carotid artery (lica), carotid ultrasound revealed total occlusion of the lica. The patient was asymptomatic and no treatment was given. Reportedly the distal lica was becoming arteritic and functionally occluded. It was believed that the circle of willis was perfusing the brain and the lica was an isobaric point and despite successful stent placement, patency was not able to be maintained. The patient was discharged to home. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Occlusion is a known adverse event listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.